Event description:
Boston scientific received information that during an interrogation of this left ventricular (lv) lead it exhibited high threshold measurements and increased impedances. A revision procedure was performed due to a left ventricular (lv) lead dislodgment. A new lv lead was successfully implanted in the coronary sinus. All lead values are with in accepted values. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.